Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip break and separation were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported tip separation and noted core separation appear to be related to case circumstances of the procedure. Additionally, it was reported that the break and separation occurred on the tip. The tip of the guide wire and distal core where the separation occurred, are both considered the tip of the guide wire. The noted kinks and polymer damages likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a heavily calcified left common iliac artery. A high torque command guide wire was inserted, but during advancement, it was observed the tip had broken. The guide wire was removed and replaced. It was noted after the guide wire was removed, it was put on the back table and the tip of the guide wire detached from the rest of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.